Manufacturer narrative:
Device passed the stop current, run current test, unexpected restart error test and displacement test. No unexpected failed battery test alarm or weak battery alarm noted. Device had cracked reservoir tube lip, cracked belt clip slot, minor scratched display window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose was in the 400 mg/dl. Customer stated that he did change the set/site and treated with a manual injection. Customer reported that patient have been going through batteries and called and they sent out a battery cap but that hasn't resolved the problem. Customer used a new battery per IFU stored at room temperature. Customer reported that fail battery alarm recurred. Advise the insulin pump will need to be replaced. Advise customer to discontinue use of the pump and revert to back up plan and treat per hcp instructions.